Event description:
According to the complainant, during a procedure, the nurse tried to open the needle and the catheter cracked when the doctor tried to take a biopsy. The procedure was completed with a different competitor device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Customer complaint confirmed. The sheath of the returned device is cracked just proximal of the protective hub due to the sheath being kinked. The drive wire coil for the needle was also found to be bent at the same location, when the needle is extended. The most likely root cause for this complaint is a user error. There is a caution in the directions for use to keep the scope and needle parallel during thrusting to minimize the risk of the catheter kinking. A review of the device history record (DHR) was performed; no anomalies were noted.